Event description:
Medication, a local anesthetic, in the tray showed decreased effects and an epidural was necessary.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.